Event description:
An ent surgeon mentioned that since 2/2002, he has been noticing that the trans-spenoidal speculum is tearing at the mucous membranes at the initiation of the procedure. Once the speculum is placed it functions as desired. The surgeon is inquiring if the lip of the speculum could be smaller to decrease the tearing of the mucous membranes.